Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to enter the customer's blood glucose (bg) value into the bolus menu. Reportedly, the customer delivered a bolus by entering a carbohydrates value into the bolus menu. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was 257 mg/dl.